Event description:
It was reported when using the bd insyte 22ga x 1.0in the catheter tip was defective/broken. The following information was provided by the initial reporter. The customer stated: "defective material, broken silicone tip."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insyte 22ga x 1.0in the catheter tip was defective/broken. The following information was provided by the initial reporter. The customer stated: "defective material, broken silicone tip."